Manufacturer narrative:
(B)(6). (B)(4). Event location other : unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, the patient presented with pre-op diagnosis: bilateral l5 pedicle fractures, status post l4-5 decompression fusion. Spondylolisthesis l5-s1 secondary to the pedicle fractures. Bilateral lower extremity s1 radiculopathy. Low back pain. Per medical records, the patient underwent removal of previously placed hardware at l4-l5. Exploration of posterolateral fusion l4-l5. Posterior spinal fusion, l3-4 and l5-s1. Posterior segmental instrumentation, l3 to the pelvis. Posterior lumbar interbody fusion, l5-s1. Insertion of interbody cage devices, l5-s1 x2. Local autogenous graft. Allograft and bmp. Per op notes, at the appropriate level, the surgeon dissected out over the l4-5 previously placed hardware. Dissection was carried out proximally over the l2-3 facet joint capsules to expose the l3 transverse processes. Dissection was carried out distally to expose the l5-s1 facet joints as well as the adjacent sacral ala. Deep retractors were placed. Previously placed hardware at l5 and s1 were removed. The l5 screws were obviously loose whereas the l4 screws had adequate purchase. Then the surgeon replaced the screws in l4 bilaterally after confirming bone formation in the posterolateral gutters bilaterally at l4-5. New pedicle screws were placed bilaterally in l3 using a standard technique. The transverse processes of l3 were decorticated prior to placement of the screw on each side. Pedicle screws were then inserted bilaterally at l5. This was done using a standard technique. All screws were then stimulated with the assistance of neuromonitoring and thresholds were above 12 milliamps. Ap and lateral fluoroscopic imaging confirmed the length, position, orientation of all the screws. Short working rod were then placed between the s1 screws and the l4 screws bilaterally. An l5 laminectomy was then performed by removing the spinous process and lamina with the leksell rongeur. During the procedure, a large bmp kit had been dropped sterilely onto the field. The bmp-2 was reconstituted with sterile saline and placed onto the collagen sponge. The collagen sponge was cut in two fifths. One-fifth of the collagen sponge was placed anteriorly both on the right and the left side of the l5-s 1 disc space. All bone that was removed during the exposure and decompression was stripped to its soft tissue, was morselized to be used as local autogenous graft. This local autogenous graft was packed into the 10-mm concorde cages that were then inserted directly posterior to anterior in the l5-s1 disc space. Additional local autogenous graft was placed posterior to the rhbmp-2/acs collagen sponge prior to placing the interbody cages. Length, position, orientation of these cages was confirmed via ap and lateral fluoroscopic imaging. At the end of the case, prior to closure, tisseel was placed into the posterior aspect of the l5-s1 disc space extending out over the l5 and s1 nerve roots. The short working rods were removed. Offset connectors were then placed into the iliac bolt with the connectors ending up in line with the longitudinal rods from l3. Locking caps were applied to the iliac screws and were provisionally tightened, but not torque tightened it. Longitudinal rods were then cut and contoured to fit l3, l4, s1 into the lateral connectors from the iliac screws. These rods were inserted bilaterally. All locking caps were applied. Compression was provided across the l5-s1 disc space utilizing the pedicle screws and rods. This is done to lock in the interbody cages at l5-s1. The sacral ala as well as the fusion mass at l4-5 was decorticated with a high-speed bur. Then collagen sponge was cut into 4 pieces. Composite grafts consisting of the remaining local autogenous graft and cancellous allograft wrapped inside the collagen. Sponges were then created. These composite grafts were then placed over the decorticated transverse processes at l3-l4 as well as l5-s1. Final ap and lateral fluoroscopic images were obtained. Deep retractors were removed. On (B)(6) 2012, the patient presented with infected posterior lumbar spine wound. Per medical records, she underwent: deep irrigation and debridement posterior lumbar spine wound. Placement of antibiotic beads. On (B)(6) 2012, the patient presented with infected posterior lumbar spine wound status "post I and d" and antibiotic bead placement. Operation performed: repeat irrigation and debridement posterior lumbar spine wound. Removal and replacement of antibiotic beads. On (B)(6) 2012, the patient presented with pre-operative diagnosis: infected posterior lumbar spine wound and underwent following procedure: removal of antibiotic beads. Irrigation and debridement of lumbar spine wound. Primary closure, approximately 20 cm.